Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown zimmer implant was not returned for investigation. Therefore, visual evaluation could not be performed. Per complaint description, a screw fractured, the collar of the implant fractured and that probably led to loosening of the restoration. The screw was identified as a third party item. Therefore, the investigation was conducted only on the implant and related event (implant fracture) using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The reported device had been placed on an unknown tooth location for an unknown period of time. Picture/x-ray was provided and a fractured collar was identified (file: x-ray). Although, the image wasn¿t clear enough and the device features could not be observed, the investigation was performed using tsv implant IFU and risk files. DHR and complaint history review could not be performed since the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and x-ray evaluation, device malfunction did occur and the reported implant fracture was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is off label use since a third party screw was used with the implant. Per the applicable IFU, zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a fractured collar of an unknown zimmer implant. Implant remains implanted. No injury has been reported.